Event description:
It was reported that the batteries are warm long after finishing surgery. Because the overheating was observed after surgery, there was no delay, no medical intervention, and no adverse consequences reported for this event.

Event description:
It was reported that the batteries are warm long after finishing surgery. Because the overheating was observed after surgery, there was no delay, no medical intervention, and no adverse consequences reported for this event.